Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the numbers were ramping on the insulin pump. Customer replaced the battery and the device alarmed button error. Customer's blood glucose was unknown. The device was not exposed to water or moisture. Customer was advised the device need to be replaced. Customer had another insulin pump and didn't need replacement device. Customer is not returning the device for further analysis.